Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, she experienced a skin reaction with rash and inflammation with a systemic rash covering different parts of the body. Upon inserting a wearable on the arm, the patient immediately felt inflamed and had skin reaction on her arm. The skin reaction started on needle puncture and spread all over her body. The healthcare provider confirmed that the severe allergic reaction the patient experienced was due to the materials used for the wire. The patient treated the area with zoryza topical cream once and applied on areas of skin reaction on entire body, then took anti histamine rupall once orally 10mg on (B)(6) 2025 and (B)(6) 2025. Photos were provided with visible edema on the leg, wrist and forearm, the skin was swollen with caused by the visible inflammation. There were small and medium sized pimples with a visible erythema extended to wrist, forearm, legs, upper arm and abdomen. At the time of the report the patient was stable, she was getting better after 4 days of taking the antihistamine medication, itchiness lessened. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.